Event description:
It was reported that pump displayed malfunction alarm with fault code and customer had not experienced any notable events before issue occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.